Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The system was tested and found to meet product specifications. The light source was manufactured and released on january 5, 2007. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the light source shut itself down during a vitrectomy procedure. The system was rebooted and the procedure was completed with the same system and accessories. There was no harm to the patient.